Event description:
It was reported that the patient presented with symptoms relating to heart rate being around 30bpm. The implantable cardioverter de fibrillator (ICD) had triggered unexpected elective replacement indicator (eri) and the battery appeared to be depleted as no pacing spikes were noted. The ICD was unable to be interrogated with the manufacturer programmer. A temporary pacemaker was implanted and the patient was scheduled for permanent pacemaker replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2006. A 419678 lead, (B)(6) 2010. (B)(4).